Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that screw set in new implantable neurostimulator (ins) was faulty. They noted that when performing impedance check post implant (on table check), the lead showed all electrodes high impedance. Doctor undid set screw, pushed and lead in to the channel, however could not get set screw to screw down again. Tried multiple times by undoing screw and re-screwing in, however lead continued to slip out of channel. No cause known. Doctor was careful and did no mistreatment. They eventually abandoned the ins and used a new one. Issue was resolved.